Manufacturer narrative:
(B)(4). Batch # r5az7a. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with proximal 53 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: for the ntlc75 device, was the device not able to be fired (no staple line or cut line delivered)? Or was the tissue cut but no staple line was formed? If yes, was the staple line missing staples completely? If yes, were staples seen in the surgical field but not in the tissue? Response: ntlc : not fired.

Event description:
It was reported that during a colorectal and hbp combined procedure, ntlc products did not become fire. It's hard to know exactly why it wasn't set on fire because it didn't recall the product. It's not known why the fire didn't go off, why the tissue was cut off, whether the blade went out, or the firing stopped in the middle. But the patient asked nurse that there was no bleeding problem or leakage problem. There was no delay to procedure and there was no patient consequence.